Event description:
Horizons ami clinical trial. It was reported that post index procedure, the pt had a target vessel revascularization for in-stent restenosis. The index procedure treated a lesion in the proximal rca. No lesion characteristics are currently available. The physician placed 3 overlapping taxus express2 stents; 3.5x16mm, 3.5x24mm, 3.5x32mm. The pt rec'd bivalirudin during the procedure. On day 289, the pt presented with "new chest pain". A non enrolling hosp stress test was positive, and the pt was hospitalized. There was no rise in cardiac enzymes and no ECG changes at rest. Coronary angiography the next day showed a focal high grade restenosis just at the proximal beginning of the most proximally implanted stent (the 3.5x16mm stent). The other 2 stents looked "very good". Therapy was predilatation and overlapping implantation of another MFR's 3.5x8mm stent with good results - ivus was utilized. The pt was discharged the next day, after a negative stress test. The pt had a full recovery. In the opinion of the physician, there was a probable relationship between the tvr and the taxus stent. There was also a possible relationship between the tvr and the procedure.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch #8064187 found that the device met its material, assembly and product specs, at the time of release to distribution.